Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was sent to the emergency department due to severe pain at the ipg site. He was taking narcotics to manage the pain. It was also reported that the ipg stopped charging, the patient experienced little relief for his back symptoms, and felt a burning sensation while charging.

Event description:
It was reported that the patient was sent to the emergency department due to severe pain at the ipg site. He was taking narcotics to manage the pain. It was also reported that the ipg stopped charging, the patient experienced little relief for his back symptoms, and felt a burning sensation while charging. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.